Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the staple line was incomplete. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.